Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction was reported. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient's mother stated the insertion site had a small red bump that was filled with pus. She stated on (B)(6) 2019, the patient received a prescription of flucloxacillin liquid to treat the affected area. No additional patient or event information is available.